Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old mixed-race (caucasian, hispanic/latino) female patient underwent a revision breast augmentation with a 255cc mentor memoryshape breast implant and experienced postoperative left-sided cutaneous contour deformity. The patient stated that her left breast shows an indentation and puckering when she lifts up her left arm. The patient had a consultation with a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the explantation date. The patient is scheduled to undergo explantation on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.   Updated reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer's reference number: (B)(4).